Manufacturer narrative:
The analysis prior to the repair showed that the ball bearings of the handpiece have been worn out. Hence during the test run the product was vibrating. The worn bearings cause a higher friction and hence heat up of the device. A check of the product history showed that the product was used for 5 years without a maintenance or service check. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. -> do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. ->never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: >the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. > before each use, the contra-angle handpiece must be checked for external damage. > before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. > immediately stop using contra-angle handpieces that act unusual. > never press the push button during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Reported as similar products get distributed in the USA. (B)(4).

Event description:
The customer informed our repair center in (B)(6) that the handpiece caused a burn during a dental treatment. Dental office stated that the dentist did not notice a burn during the dental treatment, but the patient called the doctor later to inform about the burn. There was no medical care necessary. Age, gender and date of incident have not been supplied and are hence best estimate or not entered.